Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 200 ohms. The shock configuration was confirmed to be appropriate for a single-coil lead, and the connection was rechecked, but the impedance issue could not be resolved. The physician elected to explant this lead and implant a dual-coil lead. The shock configuration was reprogrammed and the shock impedance measurement was tested. The measurement was within normal range. The procedure was completed successfully. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead revealed a separation of the gore¿ covering from the medical adhesive (ma) at the proximal and distal ends of the shocking coil. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported high shock impedance measurements observed during the implant procedure.